Event description:
The system was powered on and it would not complete the boot up. The system is displaying error 253 on the monitor and all arrows on the c-arm. They tried to reboot several times with no change. The system was not being used for a case, so no patient involvement. The system cannot be used. They have other c-arms to complete cases.

Manufacturer narrative:
The service rep replaced the hard drive and the disk controller pcb. Loaded software 18.1 and entered configurations. The system would now boot to the service disk but will not completely boot up. The rep needed to reload the software twice to get the workstation to boot properly. He installed the boot prom and s-ram on the c-arm. The system boots up properly. The system was booted several times with no problems. He also replaced the main battery packs. The system was tested and everything is operating properly.